Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were in a car accident on friday, patient said that their ins were shocking them randomly, from the top of their knees to the top of their toes. Patient said that they had a car accident last friday and as soon as the person hit the patient, the smart programmer went off, and lasted for about an hour until the patient finally got the smart programmer to finally start working and to connect to turn the programmer off. Patient said that it was very traumatic and upsetting for the patient to not be able to turn off their ins. Patient said that when the patient was standing at work, the patient turned to their right to make a step and they got a jolt. And then the patient said that they would keep on getting jolted. Patient said that their bladder was in turmoil and it hurt so badly. Patient also mentioned that there was a bloody color in their urine. Agent walked the patient through connecting to their implant and the patient was able to successfully connect and turn off their therapy. Redirect patient to their hcp to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.